Manufacturer narrative:
One imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual inspection of the as returned product identified wear and damage about the implant threads and collar. The collar of the device is fractured.. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #18 fractured. The implant was removed on (B)(6) 2019.